Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to a broken main tube approximately 1.847" from the distal tip, with a missing piece measuring approximately 0.118" x 0.242". Adjacent components showed no damage. Additionally, a detached fragment, also measuring 0.118" x 0.242", was identified but not returned with the instrument. This fragment originated from the broken main tube. A broken conductor wire was found at the base of the proximal clevis, with no thermal damage observed. The instrument also had broken grip and pitch cables at the base of the proximal clevis. Both cables were fully severed, preventing functional testing for motion-related issues. No discoloration, corrosion, or contamination was present. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a fragment from a force bipolar instrument broke off and fell inside the patient. The customer had to cut off the instrument's tip and remove the universal surgical manipulator (usm). The fragment(s) were retrieved during the same surgical procedure which was confirmed with a visual inspection. No additional surgical procedures were required to remove the fragment(s). Post-operative tests, such as x-rays or ultrasounds, were not performed to check for remaining fragments. The procedure was completed robotically using a backup force bipolar instrument. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications. The instrument is available to be returned to intuitive surgical, inc. (Isi) for evaluation, and the retrieved fragment will also be returned. Photographic images of the device or a video recording of the procedure are available for isi to review. Isi received FDA medwatch report (MDR) with uf/importer report (B)(4) stating: "we had a forced bipolar davinci instrument get stuck at a right angle inside the patient when the robot was docked. The instrument was also broken and looked like the stuck cable fibers broke. We called the intuitive rep for advice and ultimately had to undock all arms. And pull the instrument to where the first assist and fellow could see the tip and use a wire cutter to cut the tip of the instrument off. We used a wet raytec around with instrument when cutting to catch any pieces. The instrument inside the patient was already damaged and they had to go back in with new instruments and washout any debris of cable. Instrument was kept in a biohazard bag with first assist."

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. A review of an image provided by the customer shows the proximal clevis of the force bipolar instrument has dislodged where it meets the main tube.

Manufacturer narrative:
Corrected data can be found in sections g2 and h10.

Event description:
Refer to h11 for follow-up information.